Manufacturer narrative:
The icy catheter associated with this complaint will not be returned for evaluation. The icy catheter was discarded by the hospital. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. Per zoll medical safety assessment, the patient was admitted and underwent ivtm. Zoll ivtm icy catheter was inserted in right femoral vein. At an unspecified time during therapy, the user noted that normal saline bag that was emptied during therapy. The user observed no sign of leak on the floor or around the patient. Because of that it is possible to suspect that cold saline could potentially ran into the patient's vasculature. Total of two normal saline bags were used. Volume of the each bag (500 ml or 1000 ml) was not specified. The user suspected a balloon rupture. Following this, the therapy was discontinued. Ivtm therapy was near completion when it was discontinued. Patient was in stable condition, no consequences or impact to patient were reported. Patient was discharged form ICU. Patient remains stable. The icy catheter was discarded by the hospital. The icy catheter associated with this complaint will not be returned for evaluation. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. No consequences or impact to patient was reported. The patient's condition reported stable. The patient tolerated temperature management well. There is no exact information over which time cold saline was potentially inserted in the patient's vasculature. However, customer stated that ivtm therapy was almost over, which means relatively prolonged period of time. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. Reporter stated the patient doing well. In agreement with a customer, there was no patient's effect attributed to zoll catheter.

Event description:
The icy catheter (lot number unknown) was inserted into the patient's right femoral vein. At an unspecified time during ivtm therapy, the user used 2 normal saline (ns) bags that were emptied during therapy. The user observed no sign of leak on the floor or around the patient. The user suspected a balloon rupture. Following this, the therapy was discontinued as it was near completion of the treatment. Patient was in stable condition. User will not return the icy catheter as it was disposed. No consequences or impact to patient.